Manufacturer narrative:
Date of event: exact date not provided, best estimate date is between (B)(6) 2019 - (B)(6) 2019. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint and trending documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to patient experiencing a shadow image. Reportedly, doctor used ora (ocular response analyzer). The lens and spherical power were incorrect/off along with the iol axis. Patient symptoms resolved post op day one following the lens exchange. No further information was provided. Pre-operative: 20/40 following initial implant. Post-op: 20/20 following lens exchange.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.